Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The electrode was suspected to be fractured. The system was tested in clinic, however noise was unable to be reproduced. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The electrode was suspected to be fractured. The system was tested in clinic, however noise was unable to be reproduced. This device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported inappropriate shock was likely a result of oversensing. Oversensing is a known inherent risk of the use of this device. The electrode remains implanted, therefore this report will be updated should additional information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint electrode was not returned as it remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This electrode remains implanted and no physical assessment has been completed. As of today, our assessment has concluded that the observed inappropriate shock was likely due to oversensing which is a known inherent risk of the use of this device.